Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2026, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for implant using an 8f amplatzer trevisio intravascular delivery system. The patient had palpitations since the procedure and a holter echocardiogram was performed. Some medications were given to patient.